Event description:
On 09/30: fse reports, found when pushing powerhead buttons the ram moves out when attempting to retract.

Manufacturer narrative:
Field service engineer found when pushing powerhead buttons, the ram moves forward when attempting to retract. Fse troubleshot this also and replaced the powerhead keyboard. These powerhead keypad buttons are not used during injection. They are used to manually move the ram for loading and unloading a syringe. Fse verified operation of the system per lf service checklist. System returned to full service by the customer.